Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). This pacemaker was explanted. No additional adverse patient effects were reported.